Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with 6mls of juvederm volux into the chin and mandible. Within 5 months after injection, patient experienced symptoms of a non-device related respiratory infection. Following the symptoms the chin and mandible area swelled repeatedly, with the swelling lasting about 1 week. When the swelling was severe, the chin became red, swollen, hot and painful. The lymph nodes of the entire mandibular were also swollen, deemed not device related. 5mls of hyaluronidase were injected about 6 months after the injection and then another 10mls of hyaluronidase were injected the next day. Following dissolutions, it still feels like there is a small lump similar to a nodule.